Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is not possible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed per the instruction for use (IFU) with a reference hemopro 2 harvesting tool, extension cable and reference power supply at level 3.0. After connecting the adaptor cable and adjusting while it was plugged to the power supply, the harvesting tool turned on and produced a visible and audible steam. This test was repeated 5 times and produced the same results. The device was measured for continuity using a calibrated multimeter; continuity was not observed. Based on the returned condition of the device and the results of the investigation, the reported failure mode ¿intermittent continuity¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor had intermittent power. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor had intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.